Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. The patient had lost weight and the pocket site became uncomfortable. The weight loss was not device related. The pocket site was relocated to a more comfortable location and the patient was doing well after the procedure.